Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 33mg/dl at the time of incident. Troubleshooting found that the pump also alarmed compromised force system sensor and insulin squirted out of the tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to motor error. The insulin pump powered up properly after battery installation and was monitored and no blank display anomalies were noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. No compromised force sensor system alarms noted. The drive support was inspected and no anomaly noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.